Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath the four electrodes. Affected area was red and sore. Patient noted an allergy to metal. The patient's cardio doctor advised the patient too use aloe vera lotion. It was reported that the patient's irritation improved.